Manufacturer narrative:
Investigation summary: a bd quality engineer inspected the returned units and could not identify any manufacturing related defects. The samples were subjected to the plunger breakout and sustaining force test. The product was within specification. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the plunger was difficult to move with a bd syringe 5ml ls 23ga 1in tw. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: the tightness of pushing the plunger.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was difficult to move with a bd syringe 5ml ls 23ga 1in tw. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: the tightness of pushing the plunger.